Event description:
It was reported that during testing conducted at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported leak was not able to be duplicated by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The presence of fluid in a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the user facility.